Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was evaluated and the reason for return : "pressure increased rapidly" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the pump pressure increased rapidly during a knee arthroscopy using the fms vue pump. The unit was swapped with a second fms vue pump and a second day set and the procedure was completed with no consequence to the patient and no delay in the procedure. One unit will be returned for analysis by the sales rep.